Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 204, damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the sense wires within the receptacle.  The cause of the code 204 is the damaged receptacle.     The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and was receiving a service code 204 (belt/monitor unusable).